Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on (B)(6) 2018. It was reported that the pump was programmed off on (B)(6) 2018. The pump was still implanted as of (B)(6) 2018. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient went to the emergency room (ER) on (B)(6) 2018 and they were hearing a pump alarm. The ER interrogated the pump and saw a motor stall had occurred on (B)(6) 2018 and no recovery had been seen. The pump was programmed to minimum rate on that date and the patient was released with a 25 mcg fentanyl patch. The patient was in the clinic for a refill on (B)(6) 2018. The hcp was going to program the pump off but keep the drug in the pump so they would be able to access it during the replacement procedure. It was noted there were 13 months until the elective replacement indicator (eri) so replacement was being considered. The patient reported an increase in pain. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative on (B)(6)2018. The pump interrogation report was sent in along with the returned product paperwork and it showed incorrect dates for the previously reported motor stall event. It was noted the interrogation occurred after the pump was programmed to off state on (B)(6) 2018. No further complications were reported.